Event description:
It was reported that a pump reservoir volume discrepancy was noted. The actual residual volume of 21.4 ml was greater than the expected residual volume of 1.8ml. The pump logs indicated rotor stalls which had occurred at the time of pump refills. The hcp performed 2 roller studies which were not conclusive. No pt symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4).